Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while using the device to ligate the vessel, the clip fell off. A new clip was used to continue with the procedure. There was no patient injury.